Manufacturer narrative:
Section d9: device available for evaluation? Yes; section d9: date returned to manufacturer: aug 2, 2021; section d9: returned to manufacturer? Yes. Device evaluation: the complaint product was returned in a plastic bag. The lens was outside the device and inside a sample container. Upon evaluation of the sample received, the plunger was in advanced position, and the pushrod looks centered. All the components were correctly assembled, and no defect related to manufacturing process was identified. Traces of lubricating material was observed, in the cartridge. The tip of cartridge was damaged, and the lens was received cut into pieces, outside the device and in a sample container. As special request, the device was disassembled to find any problem. All the components were in good conditions. And were correctly assembled. No damaged and/or defect was identified, that suggest the reported issues are related to manufacturing process. Based in the analysis of the sample returned, the reported issues were not verified. Product quality deficiency was not identified. Manufacturing record review: manufacturing record review (mrr) was conducted. And no nonconformance reports/discrepancies/deviations for similar issues were found, during manufacturing record review. The product was manufactured and released according to specifications. A search in complaint system revealed, that no additional complaints was received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Pt info: unk. Date of event: information unknown/not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Phone number: (B)(6) this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the physician felt stronger resistance than usual when rotating the plunger rod of a dcb00v. The doctor completed implantation of the intraocular lens (iol) by completely rotating the injector. The device was set with the balanced salt solution (bss). It was reported that something like a crack was observed in the optic of the iol and the lens was cut to be removed. A replacement lens of the same model was implanted instead and the procedure was completed successfully. There was no patient injury after the lens was replaced. It was reported that when using the lubricant, it was placed in a horizontal position on the tray. The intraocular lens extruded in a constant speed as usual; however, the doctor felt resistance during extrusion and still forced it to deliver the lens. It was indicated that they did fill the bss from the tip of the cartridge to the lens case. The leaving time of the lens folded in the cartridge and the leaving time after putting eye mucilage was within one (1) minute. No further information was provided.